Manufacturer narrative:
Rooney, m. David, et al. "Postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. (B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of vision loss, low intraocular pressure, ocular pain, hyphema, suprachoroidal hemorrhage, retinal detachment, flat bleb and erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of decreased vision from 20/50 to counting fingers, persistently low iop, pain, hyphema,suprachoroidal hemorrhage, retinal detachment, flat bleb, xen was inadvertently amputated during retinal surgery (not due to the device but use error), and eroded through the superonasal conjunctiva in the left eye were noted in the article: "postoperative complications of ab-interno gelatin microstent." Journal of glaucoma, january 2019, p.1-12. Other cases have been captured under mrn 3011299751-2019-00054 and 3011299751-2019-00053.